Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 4. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type IV and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, increased sensitivity and abscess. No further patient complications were reported.